Event description:
It was reported that an infection was suspected at the pocket site and the device was explanted and discarded. During the procedure, the catheter broke upon explant; the intrathecal segment was not retrievable at the time and was therefore only partially explanted. The cultures were sent to the lab for analysis. The device was expected to be replaced in the future. The pump was used to infuse dilaudid. The patient was alive with no injury on the date of this report. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8590-1, lot# n527524, implanted: (B)(6) 2015, product type: accessory. (B)(4).